Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire for the related complaint. The rotawire was inside the device when received and was able to be removed with no issues. The advancer, burr, sheath, coil, and handshake connections were microscopically and visually examined. There was blood in the sheath, advancer and turbine of the device. Microscopic and visual inspection of the device presented no damage or irregularities to the device. Functional testing was performed due to the blood in the sheath. The testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises, leaks, and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the turbine was found to be corroded and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause has been determined to be use/user error as the dfu states: "fully depress the foot pedal switch to activate the burr. Retract your foot slightly for optimum positioning on the foot pedal. Recheck the rotational speed reading to verify that the rotation rate is appropriate for the burr size and lesion type, and adjust the operating speed. 1.25 ¿ 2.0 burrs 160,000 up to 180,000 rpm¿. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10317. It was reported that the burr became stuck on the rotawire. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. After ablation was performed four times for 18 seconds, 15 seconds, 15seconds, and 15 seconds respectively, at 185, 000rpm, the physician attempted to move the burr to the distal portion of the target lesion. However, it was noted that the burr became stuck on the rotawire and the burr did not rotate. The procedure was completed with a new system after removing both the rotaburr and rotawire. No patient complications were reported and the patient's status was good.